Event description:
Patient status post pangea instrumentation construct returned for a follow up visit. An x-ray was taken and showed on the right side, the bottom screw head detached from the screw. Review of x-rays showed the patient achieved fusion. The surgeon will monitor the patient; no removal is scheduled at this time.

Manufacturer narrative:
Additional information has been requested. Subject device has not been explanted. Synthes is unable to provide the date of manufacture without a lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.